Event description:
It was reported that there was a lead malfunction. It was not noted at too which lead had the malfunction or what specifically the malfunction was. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: 2003-(B)(6). (B)(4).